Event description:
Facility reported an internal blood leak when they were bleeding the pt on (first use dialyzer). Estimated blood loss 80cc. Treatment was finished with another dialyzer. No medical intervention. The sample is available for examination.